Event description:
New information noted that the lead was dislodged and explanted (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital due to an unknown reason. It was noted that atrial lead was replaced due to an unknown reason. A new atrial lead was implanted on (B)(6) 2020. Patient condition and status of the atrial lead was not reported.